Manufacturer narrative:
There was no patient injury reported. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6) this medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed several error codes on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. Communication with the customer revealed that they had reseated the ribbon cable and temperature probes on the cpu board to resolve the initial error code, but after returning the unit to use, additional error codes were displayed. The service representative was able to reproduce the error code and replaced the ac mains board. The unit was tested for several hours while cycling the temperature from high to low and no further issues were discovered. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed several error codes on the patient side during a procedure. There was no report of patient injury.

Manufacturer narrative:
Device manufacturer date: 29.04.2010. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device repaired onsite by service rep.